Event description:
The customer reported that the locking handle that holds the carm in place is not working. The carm is floating.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.